Event description:
The patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was no patient injury or medical intervention reported. There was no patient involvement.

Manufacturer narrative:
(B)(4). This complaint of a connection issue was not confirmed due to not having a sample returned. The root cause was not identified.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation and a lot number was not provided; therfore, a batch review will not be performed. This is a product not distributed in the us and does not have a 510k number. A follow-up report will be filed should any significant supplemental information become available.